Event description:
It was reported that pump displayed continuous glucose monitoring error 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for pump reset, completed reset with guidance, confirmed error did not recur, and successfully started new sensor session, with no additional information received regarding any further outcome.